Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a (B)(6) year old male patient, the device was unable to obtain an ECG signal to pace the patient. Complainant indicated that the clinician obtained another device to continue treating the patient, had the same problem, then obtained a third device with all new cables. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.